Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 3005334138-2020-00097, 3005334138-2020-00098, 3008452825-2020-00138. During a redo pulmonary vein isolation procedure a pericardial effusion occurred. Following a difficult transseptal puncture, once transseptal access was obtained echocardiography was performed revealing a small pericardial effusion. It was decided to not continue with the ablation procedure and the patient was monitored. The patient recovered with no intervention needed. There were no performance issues with any abbott device. The perforation was located in front of the posterior and lateral walls of the left ventricle and right chambers.